Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years ten months post deployment, a CT of the abdomen and pelvis showed linear radiopaque density in the lumen of the right ventricular apex. Approximately five years two months post deployment, the patient presented with complaints of right-sided chest pain, linear radiopaque density within the lumen of the right ventricular apex. This corresponded to the suspected fractured prong of the ivc filter. Therefore, the investigation can be confirmed for limb detachment. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU),"the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that patient factors contributed to the alleged deficiency. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2014); (manufacturing date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and for history of pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached and is in the right ventricular apex. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb. The current status of the patient is unknown.